Event description:
A malfunction was reported, but there was no adverse impact to the customer's blood glucose level. Technical support provided instructions and assisted the customer in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with the recommendation to call back if the issue reappeared.